Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that received incident is the one in a series of complaints over the past 5 years, with this device series, for issues where unexpected steam leak from device locations facing the customer occurred. All of them were decided to be reportable to competent authorities based on the potential, in none a serious injury or worse occurred. On 10th june, 2019 getinge became aware about an issue with one of the washer disinfector: 9128. The unit was installed on (B)(6) 2010. The information collected to date and as a result of the performed investigation allowed us to establish that detergent dosing alarm was triggered due to the squeezed tubing in the detergent dosing system. This is a normal activity of the device avoiding the incorrect detergent dosing and disinfection failure. Additionally, the device manual is instructing the operator which actions should be performed to correct the situation and those do not require an opening of the door. In summary, the most likely root cause for the event appears to be related to activities performed by customer which were not in line with steps given as part of the instruction of service manual. When the alarm occurred, the qualified personnel should follow the instruction which does not require opening of the door, thus even if the steam is cumulated in the chamber, there would be no chance for the external leak. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 10th june, 2019 getinge became aware of an issue with 9128 washer disinfector. As it was stated, a exhaust was released after opening of the door due to alarm. There was no injury reported however we decided to report the issue based on the potential as unexpected steam or vapor leak from parts available for the user may lead to serious injury or worse.